Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found the distal cover had a burn. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. There was no physical damage to the foreign material detection point. It was confirmed there was no usage of the high-energy endo therapy accessories such as laser and high frequency without maintaining enough distance from the tip of the endoscope. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The user may be able to detect or prevent the subject events by handling the device in accordance with the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 3 ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Instructions for gif/cf/pcf-290 series operation manual chapter 4 ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.